Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Device evaluation: please note there are two files open in relation to this complaint. For details of the second investigation, please refer to (B)(4). This complaint ((B)(4)) was created to capture a similar event to that captured in (B)(4). The complaint facility did not report this event at the time of occurrence and discarded the complaint device. Cirl only became aware of this event when (B)(4) was logged and requested that an additional complaint file ((B)(4)) be opened to capture this event. The zso-7-4 device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document based investigation was conducted. Document review: as lot number of the complaint stent is unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zso-7-4 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. There is no evidence to suggest that the customer did not follow the instructions for use (ifu0045-6). It should be noted that the IFU states the following: ¿care must be exercised when straightening the pigtail curls in order to avoid kinking or breaking the stent.¿ root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force on the stent as it was straightened to be loaded onto the wire guide. It is possible that excessive force during straightening of the stent caused and/or contributed to the formation of kinks on the stent. Kinks on the stent would have prevented the wire guide from passing through the stent which would have prevented further use of and/or placement of the stent. Summary: complaint is confirmed based on customer testimony. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When they are straightening the stent a wire will not pass through freely due to kinks in the stent. They are not sure if the whole batch is affected. "As per complaint form": when straightening the stent a wire will not pass through freely due to kinks in stent. This is the second time with this type of stent this has occurred. Unfortunately the first one was discarded, we are not sure if the whole batch is affected :- zimmon biliary stent, ref zso-7-4, lot no. C1546479. We have the faulty one in the office if you require it returned to be examined. On 13/05/2019 rep confirmation: I do not have any information regarding the device on this first incident reported in the cc form other then I was told it happened during a separate procedure some time before the second incident (B)(4) and kettering did not report it and just discarded the device. They only made as aware once the second incident (B)(4) was reported. Both (B)(4) and I have since been into this account during live procedures and conducted some product training for all staff including the consultant involved and we hope the issue would now be resolved regarding assembling and preparation of this device.) FDA MDR reporting required - event is FDA MDR reportable based on the device malfunction reporting precedence for this device family for the issue of ¿stent kinked/bent'. No adverse effects to the patient have been reported as occurring.